Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012.

Event description:
Country of complaint: france. The surgeons find that the threads seem fragile and break much more often. Thread broke during surgery.

Manufacturer narrative:
Samples received: none. Analysis and results: the exact batch number involved in the case is not known. The batches distributed to the end customer in the period may 2017 to march 2018 are: 617014, 617393, 617384, 617376, 617364, 617362 and 617405. There are no previous complaints of any of the possible involved batches. There are no units in stock in b. Braun surgical warehouse of any of the possible involved batches. As no samples have been received and no units are available in b. Braun surgical, (B)(4). We have only reviewed the batch manufacturing records of the possible involved batches and these products had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.